Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the mesh - composix kugel (device 1). An additional supplemental emdr was submitted to represent the sepramesh ip (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2006 - patient was diagnosed with massive ventral hernia thereby underwent open repair with implant of composix kugel patch (device 1). Per operative notes, "an incision was made through old scar through the subcutaneous tissue, and the hernia sac was entered. The hernia sac was excised. Adhesions were taken down. A composix kugel patch (device 1) was placed into the abdomen and secure it with sutures." On (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia, seroma, adhesion, abdominal pain, thereby underwent open repair with explant of composix kugel patch (device 1) and implant of sepramesh ip (device 2). Per operative notes, "an incision was made over the old upper midline incision and carried down through the fascia. The (device 1) was identified. Massive adhesions were present in the anterior abdominal wall with huge seroma cavity which was drained. Extensive adhesiolysis was performed to free the adhesions from old (device 1) mesh. Previously placed composix kugel patch (device 1) was excised entirely. A sepramesh ip (device 2) was placed into the abdominal wall and secure it with sutures." On (B)(6) 2017 - patient was diagnosed with small bowel obstruction, small bowel perforation, erosion into the mesh, adhesion, infection, abdominal pain thereby underwent laparoscopic repair with explant of sepramesh ip (device 2). Per operative notes, "an incision was made into the abdominal region. There was massive adhesion in the abdomen, which was taken down entirely. Previously placed infected (device 2) was noted, which were excised entirely. There were bowel perforation and erosion into the mesh, which were taken down with old (device 2) mesh. All obstruction and adhesions were taken down from abdomen. The defect was closed with sutures."